Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection was performed and noted a black mark on the reservoir of the device. The cause was undetermined. A CAPA was opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on the reservoir. This was identified during storage. The device was filled with an unspecified amount of saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.